Event description:
The customer's father stated that the customer was hospitalized for low blood glucose and he needed assistance with the settings on the insulin pump. Troubleshooting was performed and the time was correct, bu the basal rates were not. Further troubleshooting revealed that the customer gave a bolus of 18 units prior to the low blood glucose episode. The father stated that the customer does not normally take boluses that high. The insulin pump passed the displacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.